Event description:
It was reported that the tip broke. The tip was retrieved.

Manufacturer narrative:
The tip breaking condition (ceramic) was confirmed on the returned unit. The probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component according to the device history record review, the lot was manufactured according to specifications. 2. Poor assembly process in addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, using a console # 584637383234, at least 36 times (31 plus the first five), for a minimum of 244 seconds for coagulating and cutting tissue at a power level of 6 and 7 (power setting range is 0-11), which indicates that the unit was assembled properly and was fully operational before the condition was observed. Therefore, a possible workmanship (assembly) related condition is a less likely possible contributor based on the line controls and device history record review and returned unit¿s activation history review. 3. Misuse the probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. It is possible that the unit was used as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, or that excessive force was used when inserting or removing the probe into an obstructed passageway, as this may result in damage to the tip of the probe. Therefore, a possible user related (misuse) possible contributor cannot be ruled out. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke. The tip was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.